Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was available for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It is unknown if the device involved will be available for further evaluation, the investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number: (B)(4). White filtered extension set cracked causing air to enter into patient's umbilical venous line, and blood to back up from patient's umbilical vein. Filter crack required central line to be accessed and broken into with 2 rns to replace the filter and remedy the situation.